Event description:
It was reported that after having placed the catheter, there was no signal of pulse which could have been received through the pulmonary arteries. Therefore, the hospital staff assumed that the yellow tube might be blocked or jammed. The catheter was exchanged using a new kit. There was no delay in treatment, no patient death, and no patient complications were reported. The patient outcome was healthy. The catheter that was removed and the yellow lumen were tested by (B)(4) (distilled water). By doing so a leak was detected near the monitor port (signal cable plug).

Manufacturer narrative:
(B)(4). The device was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device evaluation: one thermodilution catheter and 1.50cc syringe were returned for evaluation. The catheter was visually examined and functionally tested. The catheter was identified on the juncture hub as an arrow 7.5 fr 5 lumen td. The catheter body appeared typical with the cathgard intact and the balloon flat. The stopcock and extension lines all contained some clear liquid. Microscopic examination revealed the balloon appeared typical and there were no striations; no other defects were observed. In an attempt to confirm the complaint, the returned syringe was attached to the inflation lumen lue. The balloon did not inflate and liquid was observed exiting the distal lumen hub. Another functional test was performed by submerging the entire catheter in water, attaching the returned syringe to the inflation lumen and injecting 1.50cc of air into the inflation lumen. The balloon did not inflate and bubbles were observed exiting the distal lumen hub. While still submerged, air was then injected into the distal lumen hub and bubbles exited out of the electrical connector assembly (hole at the base), the inflation lumen hub and few exited at the distal tip. Again while submerged, air was injected into the other extension lines; proximal and infusion. Bubbles exited out of each port respectively and no additional bubbles were observed exiting the catheter. To confirm the location of the crossover in the catheter, the catheter was clamped below the juncture hub base and testing was performed again. Air was injected into the distal lumen and bubbles exited at the electrical connector and the inflation lumen hub. When air was injected into the inflation lumen, bubbles exited the distal lumen hub confirming a crossover in the juncture hub between all three lumens. To examine the confirmed crossover, the juncture hub was cross sectioned and then microscopically examined. Voids were observed in the juncture hub just below the extension lines between the distal and electrical (thermistor) lumens. A channel across all three lumens was also observed at the base of the juncture hub where the catheter body meets the juncture hub. A device history record review was not required for this complaint. Conclusion: the reported complaint of a leak detected between signal port and distal lumen was confirmed through functional testing of the returned catheter. Microscopic examination revealed voids and a channel in the juncture hub allowing communication between the distal, inflation and electrical (thermistor) lumens. As a result, the potential cause of this complaint is manufacturing related. A nonconformance has been initiated to further investigate this issue.